Event description:
It was reported at the end of the procedure, an error code was displayed. The device was disassembled, cleaned, and reassembled, and an error code was displayed. Troubleshooting was performed. Clamped, cut, and tie technique was used to complete procedure. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that when attempting to activate the device with the generator an error code 5 (or solid tone) was displayed. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heal-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use. "Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.